Event description:
It was reported that a patient presented with post sensed t-wave over sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information received notes that in-clinic after receiving a notification from the patient's home monitor. Corrective programming changes were made. The patient was stable throughout. The physician for the event was ahmad jallad of suny downstate medical center.